Event description:
It was reported that a pt underwent a sling procedure in 2008. Once the device was implanted, the surgeon was adjusting the positioning of the mesh when the wire and the finger pad came off on the right side. A second sling device was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted and the batch met all finished goods release criteria.